Event description:
It was reported that intermittent malfunction alarms occurred. The customer reported they would use a back up pump. There was no adverse impact to the customer¿s blood glucose level.